Event description:
It was observed during central processing that the pk dissecting forceps instrument had frayed wires. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported frayed wires. However, for clarification, the nonconformance was a frayed pitch cable. Based on this, the complaint was confirmed. Frayed pitch cable was found at distal clevis hub. No damage was found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.